Event description:
It was reported that the image on the 9800 system was not stable. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The interconnect cable was re-seated during the service call. The system was tested and found to be working as intended, and put back into service.